Manufacturer narrative:
The t: slim x2 g5 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. Upon follow up, the customer did not recall receiving an auto-off safety alarm and could not provide further information about the alarm. The customer reported to have been intubated, sent to the intensive care unit, received an MRI and was put on a diabetic diet. The customer was discharged on 04/21/2018 with elevated bg resolved. The customer experienced minor speech issues, but had steady improvement with recovery. Tandem technical support (cts) reviewed the pump data and informed customer that the unlock screen was successful before entering into the bolus menu and inserting a 403g of carbs and requesting a bolus of 15u. Cts also informed and educated customer of the incomplete bolus alert 11 that was also occurring at the time of event. The customer understood and acknowledged the information. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a "very low" blood glucose (bg) level. The value was not provided. The cause of was not known; however, the contact reported the event was related to the pump/supplies. The contact reported that an auto-off safety alarm had occurred. No additional information was provided regarding the alarm. Tandem technical support educated the contact about the alarm. The contact reported the pump had a food entry at 4:08 am. The contact did not believe the customer was awake or interacting with the pump at that time. The contact declined to troubleshoot at the time of the call or provide further information regarding the event or hospital treatment.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a low blood glucose (bg) of 40 mg/dl was confirmed via continuous glucose monitor data on (B)(6) 2018. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated beginning at 12:00 am. The user entered a bg of 403 mg/dl into the pump at 4:02 am. The user then entered into the pump 403 grams of carbohydrates and requested a 40.3 unit bolus at 4:08 am. The user received a maximum bolus notification. Subsequently, a max bolus of 15 units was requested and delivered by the user without entering current bg level. Basal delivery then continued until 9:33 pm and was terminated by an auto-off alarm. Low bg was likely caused by delivery of a large bolus while cgm data indicated the customer was already below target. There is no evidence that the insulin pump experienced a malfunction or failure.